Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient was hospitalized with a blood glucose of 660 mg/dl. The reporter was unable to troubleshoot the pump. This complaint is being reported as the patient experienced hyperglycemia and the pump could not be eliminated as a cause/contributor.

Manufacturer narrative:
Follow-up #1: date of submission 6/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/27/2016 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on 2016-04-25. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.